Event description:
On (B) (6) 2010, a (B) (6) male patient with brain disease, ischemic heart disease, and a hostile abdomen, underwent initial aaa repair as labeled (patient's anatomical form was suitable for endovascular repair). While withdrawing the sheath for the main body deployment, one of the radiopaque markers came off and was drifted away into the left 12th intercostal artery. On (B) (6) 2010, a radiologist performed a CT scan and confirmed that the right 12th intercostal artery had good blood flow. The radiopaque marker remains in the patient's body. The patient has recovered and will be discharged from the hospital at a later date.

Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.